Event description:
In surgery, the forceps appeared not to work properly and a hemostat was used in their place. There was no adverse consequence to the patient.

Manufacturer narrative:
The device is not available for evaluation. If additional information is provided, the evaluation results will be submitted in a supplemental report.